Event description:
It was reported in a printed literature article that the patient developed a massive retroperitoneal hematoma, confirmed by a computed tomography (CT). A surgical evacuation of the hematoma was completed but since the bleeding had stopped, and no vascular repair was necessary. The implant and incident dates are between 2005-2006. Literature article from the cardiovasc. Intervent radiol. (2007) 30, 182-187).

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the bleeding of hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.